Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room. Upon review of stored electrogram (egm), it was noted that the patient was in slow ventricular tachycardia (vt) which was below the detection of the device. Antitachycardia therapy (atp) was unsuccessful in converting the rhythm. The patient was cardioverted and the cardioversion shock successfully converted the ventricular tachycardia (vt). The patient was stable before, during and after the event.